Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately nine days post-implant, there were high rv (right ventricular) thresholds. Follow-up with the physician's office determined that the patient had been seen twice, with the thresholds returning to normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were high thresholds in unipolar, in the context of the lead being chronically implanted. The lead remains in use.